Manufacturer narrative:
Insulin pump received unable to performed the displacement test due to cracked and bleeding lcd. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump screen had crack. No harm requiring medical intervention was reported. The device will be returned for analysis.